Event description:
Sales rep reported on behalf of the customer that a pt had to be revised due to a broken exeter stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.